Event description:
Terumo received the following reported information: the angio-seal device was attempted to be used for hemostasis after endovascular thrombectomy (evt). During setup, the locator bent and kinked when it was being inserted into the insertion sheath. The device was not used, and a new angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel¿s diameter was 5 mm. The patient had peripheral artery disease.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: unknown the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.